Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately low. The patient reported obtaining a 24 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. The patient contacted the hospital and was advised to call 911. Prior to the emergency services arriving, the patient drank orange juice and soda. Once emergency services arrived, a result of 40 mg/dl was obtained on the reported meter and a 153 mg/dl on the emergency services meter. No treatment was administered. The customer care representative verified that the test strips and control solution were within expiration date. The ccr walked the patient through a check strip test and the result fell within specifications. Two consecutive control solution tests fell below the specified range. The patient neither alleged harm nor experienced injury or receive medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.